Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect ca 19-9xr, list 02k91-32, that has a similar product distributed in the us, list number 02k91-29.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result for a female patient. The initial sample generated a result of 217 u/ml and a second sample from the same patient generated a result of 140 u/ml. The initial sample was also tested on another laboratory (technique and uom unknown) generated 11. No further patient information was provided and no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list 02k91-32, that has a similar product distributed in the us, list number 02k91-29. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing and a review of labeling. Review of complaint activity identified an increase in complaint activity related to falsely elevated results with the architect ca 19-9xr assay. However, an increase in complaint activity was not identified for falsely elevated results with reagent lot 73036m800. Accuracy testing was performed using in-house retained kits of reagent lot 73036m800. Acceptance criteria was met, which indicates acceptable product performance. The device history record for lot 73036m800 was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.